Event description:
It was reported to boston scientific corporation that a resolution clip device was used for colonic polyps in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The tip of the clip was hanging on the advancer. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h11: investigation results. The returned resolution clip device was analyzed, the clip assembly detached and with evidence of full deployment. The device was returned without the outer sheath. No other problems with the device were noted. The reported event of the clip failure to deploy inside the patient was not confirmed. Investigation found the device returned with evidence that the clip was able to be deployed. In addition, the device returned without the outer sheath. Therefore, the most probable root cause for this investigation is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for colonic polyps in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The tip of the clip was hanging on the advancer. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Imdrf device code a15 captures the reportable event of clip could not be deployed.